Event description:
It was reported that within a few months of implant, the patient presented to the emergency room after a suspected cardiac arrest. The patient was treated and intubated. The ventricular lead exhibited no capture and a sudden change in capture thresholds, and was found to have dislodged into the atrium. Twiddler's syndrome was suspected. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.